Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The pharmacist reported via phone call that the customer was hospitalized due to high and low blood glucose. The customer's blood glucose was 36 mg/dl at the time of incident. The customer's blood glucose was 82 mg/dl at the time of hospitalization. The customer was experiencing high blood glucose of 441 mg/dl at the time of call. The pharmacist stated that the low blood glucose was treated with glucose tablets prior to hospitalization. The insulin pump will not be returned for analysis.